Event description:
It was reported that as lvp 20d dehp 2ss cv was leaking blood. The following information was provided by the initial reporter: material no.: 2420-0500 lot no.: unknown. It was reported that IV line was leaking blood. Verbatim: patient required normal saline bolus. Line primed and bolus connected and infusing to patient central line. Patient reported a few minutes later that IV line was leaking blood on patient's clothes. Noted leak to IV tubing preventing bolus from being given to patient and potential opening for bacteria to central line.

Manufacturer narrative:
Investigation: no product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv was leaking blood. The following information was provided by the initial reporter: material no.: 2420-0500; lot no.: unknown. It was reported that IV line was leaking blood. Verbatim: patient required normal saline bolus. Line primed and bolus connected and infusing to patient central line. Patient reported a few minutes later that IV line was leaking blood on patient's clothes. Noted leak to IV tubing preventing bolus from being given to patient, and potential opening for bacteria to central line.